Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, e1 (telephone number was missing in initial medwatch), g2 (unmark health professional) and h6 (health effect impact code has been corrected to 2199 - no health consequences or impact). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error message e433 was confirmed. Based on the results of the investigation, it is likely that the error message e433 occurred due to defective high voltage power supply board. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the electrosurgical generator had an e433 error. The issue was found during preparation for use for a therapeutic urologic electrosurgery and was completed with a similar device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device was returned and the evaluation found that the high voltage power supply board was defective. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.